Event description:
It was reported that the patient experienced foot drop in (B)(6) 2005 but no pain complaints. Patient underwent a t-spine fusion procedure at an unknown level using rhbmp-2/acs in (B)(6) 2006. Following the surgery, patient experienced right leg swelling and incontinence issues that she never had prior to the surgery. Since the surgery, patient developed significant back pain. In (B)(6) 2012, patient underwent a laminectomy procedure in which surgeon utilized baxano 'to shave' the patient's bone overgrowth out. Patient is now barely able to walk or keep her balance.

Manufacturer narrative:
(B)(4)

Event description:
Currently, the patient still has swelling in her right leg that has never dissipated. Following the surgery, the patient continued her follow up care.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.